Manufacturer narrative:
Product ID: 3387-40, lot# 0212625777, implanted: (B)(6) 2017, product type: lead; product ID: 3387-40, lot# 0211977162, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the revision was based on the physicians clinical judgement and not a device issue. It was also noted that the surgeon didn't want to disrupt the other lead already implanted so they made a clinical decision to leave it implanted and place a new lead. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# 0212625777, UDI# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 3387-40, lot# 0211977162, UDI# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the reason for the lead revision was due to sub-optimal lead placement, which caused balance issues sometime in 2017. It was unknown which lead was the cause of the issue and it was unknown if the revision resolved the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient had a lead revision. The old lead remains in situ, so there are 3 implanted leads, two of which are connected and one which is capped. No medical symptoms were reported. No further complications were reported/anticipated.